Manufacturer narrative:
Correction: the correct date of event was inadvertently not added to follow-up report #1. Manufacturer¿s reference number: (B)(4), block b3 date of event: (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the identity of the suspect medical device. It is a mentor smooth round moderate profile 300cc saline breast prosthesis, catalog #3501645, lot #6557419, UDI #(B)(4), PMA #p990075. On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and a tear was noted on the posterior view, measuring approximately 0.2 cm. Microscopic examination was performed, and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: it was initially reported to mentor that the implantation date is (B)(6) 2012. New information received states that the implantation date is (B)(6) 2012. It was reported that it was the patient¿s right breast prosthesis that deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. (B)(6). (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation on (B)(6) 2020.